Event description:
It was reported that the patient with this left ventricular (lv) lead is scheduled for a new epicardial lv lead implant. There is no intervention information available as of the moment. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).